Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a white crystalline foreign matter clogged the auxiliary water channel. The foreign matter is likely simethicone. There have been no reports of deformation or damage to the sub-water supply channel and there were no obvious deviations in reprocessing. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿contamination (white crystallized substance) evident in the auxiliary channel " was confirmed. The following findings were noted during device evaluation: light cover glasses adhesive uneven, distal end adhesive lifting, image blacks out, down angle does not meet specification, and electrical safety test does not meet specification. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that in the evis lucera elite colonovideoscope there was contamination (white crystallized substance) evident in the auxiliary channel during the repair process (maintenance) of the device. There was no report of patient harm or user injury associated with this event.